Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken at the base. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the harmonic ace curved instrument had the front end fractured. The customer stated that the fractured part had been completely removed and no fragment remained in the patient. The customer used a spare instrument to proceed with the procedure. Intuitive surgical, inc (isi) followed up with the isi clinical sales representative and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. The procedure was "indeterminacy. " the surgical task being performed as the issue occurred was dissecting. When asked how long the instrument was in use prior to the problem the answer was "indeterminacy." The surgeon did not notice any functionality issues with the instrument during the procedure. The instrument did not collide with other instruments or hard materials. The wrist was straightened before removal of the instrument and no resistance was noticed. No damage to the cannula was found. No other damage was noted to the instrument. All the fragments were retrieved with visualization from the camera. No additional procedures were required to remove the fragments. It was confirmed that all the fragments were retrieved via re-examination of the abdominal cavity. Tests like an x-ray or ultrasound were performed to check for remaining fragments, but it was not noted which type of test. The procedure was completed robotically. The patient did not have to return to the hospital due to complications. The instrument will be returned it isi for additional evaluation, but the fragment could not be returned to isi as it was discarded postoperatively.